Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 488 mg/dl. The customer's mother treated high blood glucose levels with manual injection and low blood glucose with carb intake. The customer's mother was calling in to report of no delivery alarms. The customer was assisted with no delivery alarm trouble shooting. No further details on high blood glucose levels. The pump will not return for analysis.